Event description:
On (B)(6) 2016, an 8/6 mm amplatzer duct occluder (ado) was removed approximately 24 hours post implant due to the risk for potential device embolization. A 10/8 mm ado was implanted. It was reported the patient was recovering and discharged from the hospital.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.